Event description:
The customer reported that her blood glucose was out of control. The caller stated that the infusion set was removed and the cannula was bent. The blood glucose reading was 518mg/dl. The customer mentioned being hospitalized for high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected two opened or used reservoirs. Performed pre-fill test and reservoirs passed per specifications and no occluded anomaly was observed during the analysis.